Event description:
Staff plugged in golvo lift. Staff then connected patient's sling to golvo lift. Staff attempted to lift patient from wheelchair without success. The golvo lift would not function in raising or lowering of patient.